Event description:
It was reported that on "(B)(6) 2025, (B)(6) found the swg kinked during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "(B)(6) 2025, (B)(6) found the swg kinked during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer returned an opened cs-27702-e kit with guidewire assembly, catheter, catheter over needle, and transduction probe for analysis. No signs of use were observed. The guidewire was observed to have several kinks towards the distal end of the body. The distal j-bend was misshapen. Microscopic examination confirmed the kinks in the guidewire body. Both welds were present and were observed to be full and spherical. The kinks in the guidewire were located 4-9mm from the distal tip. The overall length of the guidewire measured 601 mm which is within the specification of 596-604 mm per guidewire product drawing. The outer diameter of the guidewire measured 0.800 mm which is within the specification of 0.788-0.826 mm per guidewire product drawing. The guidewire was advanced through the returned catheter to functionally test the guidewire. The guidewire passed through with minimal resistance. Major resistance was observed at the kinking; however, the undamaged portion of the guide wire was able to pass as expected. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked between 4-9mm from the distal tip. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.